Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The consumer stated that a tampon came apart upon removal and tampon pieces remained inside her granddaughter. She was able to remove the remaining pieces, but is not confident all pieces were removed. She did not seek medical assistance.